Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned guide wire and the reported difficulties were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty to advance, difficulty to remove and irregular texture. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal circumflex lesion. While advancing and retracting an intravascular ultrasound (ivus) catheter, friction was met with the whisper wire. Once removed, the physician noted that the whisper wire had a sticky tactile feel to it. Another guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.